Event description:
It was reported by service report that the support bracket is missing and the leg tube is broken with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Leg tube and support bracket.